Event description:
Technical services received a call on 07/03/2012 from sales rep. Diaphragmatic stim. Consider also dialing down lv outputs to avoid stim if tailback occurs. The physician was dr (B)(6). Unknown hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).